Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. The customer's glucose reading at time of call was 135 mg/dl. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm as a result of a loose drive support disk. The insulin pump was returned with a missing end cap sticker.